Event description:
Under-infusion. Patient was an infant. Pump set up to run at a rate of 7.1ml/hr. The volume is unknown. Over the course of one hour, the volume never changed. The ac power light was on but the pump was not running. The pump was taken out of service and another was used to complete the therapy. There was approximately 16.2 ml left in the IV bag. No patient injury was reported.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.